Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed service codes 102 and 203. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problems (service codes 102 and 203) were confirmed. Upon eval, the monitor experienced charge profile faults (code 102) and a pulse test failure (code 203). Component c22 had a fractured solder joint preventing the capacitor from fully charging. Component c22 is a high voltage capacitor on the monitor's defibrillator board. The root cause of the fractured solder joint is physical impact on a hard surface. No adverse event resulted from the fractured connection. The last pt to use this monitor did not report any problems.